Manufacturer narrative:
The reported event of replace generator soon (eri) message was confirmed. As received, the battery voltage was below the elective replacement indication (eri) voltage threshold and the ipg had declared (eri). The device had not declared end of life (eol) at the time of explant. A longevity estimation calculation was performed based on returned data which determined the estimated longevity is consistent with the device exhibiting normal depletion. Based on the information received, the issue is attributed to normal battery eri.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients ipg was nearing end of life. It is unknown if the ipg was reaching premature end of life. Surgical intervention was undertaken during which the ipg was explanted and replaced. Surgical intervention addressed the issue.